Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor only displayed the philips logo. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, fse replaced flex viewing pc, reinstalled software of flex viewing pc and cold restarted system. Fse also reconfigured the source of input from coronary, hemo, iw, and ivus. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup passing the philips logo. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.